Event description:
It was reported that during a hip arthroscopy procedure using the ambient super multivac 50, the tip of the wand detached while inside the surgical site. The tip was retrieved using suction, however they cannot be sure that all debris was removed. The procedure was completed using a back up device. There were no significant delays or pt complications reported as a result of this event.